Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the guidewire was stuck in the lead and could not be pulled out. When the guidewire was pulled out, it was also noted that the anode ring of the lead had cracks and was damaged. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.